Manufacturer narrative:
D5 is unknown, no information provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found signs of fluid ingression on downstream occlusion sensor. Functional testing performed pressure switch tests and no fault could be found of the returning device. Device passed all functional testing. Recommend downstream occlusion sensor to be replaced. Root cause cannot be determined as the sample was successfully tested. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported of a device that failed occlusion, low at 9.82 psi. (During testing/no patient injury).